Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Device data shows power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. The device recorded a battery depletion code. Boston scientific technical services (ts) consultant noted that the device is malfunctioning and should be explanted and returned for analysis. The device remains in-service. No adverse patient effects reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Device data shows power consumption is increasing in a gradual fashion. The battery was at 38% and decreased to 14% also, the device recorded a battery depletion error code (bd). Boston scientific technical services (ts) consultant noted that the device is malfunctioning and should be explanted and returned for analysis. Device was explanted and no additional adverse patient effects reported.